Event description:
The customer reported that the display was blank.

Manufacturer narrative:
The customer reported that the display was blank. The unit was evaluated at philips, and the reported malfunction was verified. Replacing the control pca resolved this issue.